Manufacturer narrative:
Following the reported event, a service request (sr) was opened for standard preventative maintenance (pm). The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center (site (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an unsatisfactory result following corneal flap creation of the right eye. The site reports difficult to dock and multiple docks. The flap was reported as thick and difficult to lift. Additional information received; the flap was lifted and treatment completed. There are multiple reports for this facility. This file represent patient two¿s right eye and additional reports will be filed.